Manufacturer narrative:
Method, results, and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer has reported what looks like a fire in this computer unit.